Event description:
According to info provided by the surgeon, the pt arrested on postop day 2, was found to have a ruptured aorta at reoperation and subsequently expired. Autopsy revealed a tear in the aorta at the anastomosis site and it was believed the aorta was "probably" dissecting 5 to 24 hours prior to the pt arresting. It was noted the pt was a "high" operative risk and a "good candidate" for an off-pump procedure due to a dilated aorta. The aorta was "thin" (measuring 2mm at autopsy) and the aortic core was "even all around". The pt was not hypertensive and was on vasodilators for the first 18 hours postop with no pressure problems. It is unknown if the connector was explanted at autopsy or remains implanted.